Event description:
Patient stated, "I am having a reaction to something, and we can't tell if it is from one of the medtronic leads or the st jude leads. My dermatologist said he would contact medtronic to verify some information." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).